Manufacturer narrative:
Block h6 imdrf device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that an ascerta was used during percutaneous nephrolithotomy procedure. During procedure, it was found that the stent was broken. The procedure was completed. There were no patient complications reported.